Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had a left tkt done. Surgeon brought patient back to operating room on (B)(6) due to a loose mbt tibial tray, tray came off with no cement adhered to tray. Tibia revised w/mbt. Revision tray 29 porous sleeve 14 mm fluted stem plus new cvd rp 17.5 poly. Dor: (B)(6) 2017; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary:no product associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.